Event description:
Customer reported a higher than feels reading and a lower than feels reading, however, no specific readings were reported. The customer stated her adc meter has had missing or incomplete segments for over four months and the date/time were not correct in the meter. She then reported a medical event that occurred a month ago in which she was "dizzy and fell several times due to the readings and the expired test strips". Customer reportedly lost consciousness and had a seizure. Paramedics were called, she was treated with insulin (route unk), juice and received a "blood test". Customer was not transported to a local health care facility and no diagnosis was reported. Attempts were made to clarify medical event and product issue. Customer was attempting to use test strips that expired 2007. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation and a final report will be submitted when the investigation is complete.